Manufacturer narrative:
H10: the customer report for pm, check-up, and repair to the current revision was performed by service. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. As part of the upgrade process the pcu device logic board software was updated, no device malfunction was alleged. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4.

Manufacturer narrative:
No device malfunction has been alleged. The customer requested upgrade to the current version which was completed by service. Per product risk assessment document (B)(4), no ra is deemed necessary a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that device pmc/check-up/repair to current rev.